Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had not shown image. The issue was found during set up of endoscopic ultrasound diagnostic procedure. It was completed with an olympus back-up device. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: moisture stains inside the video connector contact pins and faulty patient board. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: faulty patient board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.